Manufacturer narrative:
(B)(4). Date sent 7/9/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided, therefore, a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by ¿staple line not formed¿ where any staples deployed? If so, what were the shape? Were the staple formation issues noticed immediate after firing intraoperatively? What was done to confirm anastomosis at the conclusion of the primary procedure? How long after the initial procedure did the patient present with the signs of a potential leak? How was the leak identified? What was observed at the site of the anastomosis during re-op? Were staples seen with the anastomotic line and if yes, please describe the shape. What was done at the re-operation? What is the current patient status? Was the device fully closed prior to firing? Any photos or tissue samples that could be returned? If yes, please send to productcomplaint1@its.jnj.com. What were the indications for surgery? What surgical procedure was performed? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy surgery, the stapler line was not formed. They need to bring back the patient to reoperate. Device is not available for return.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2025. Additional information was requested, and the following was obtained: what is meant by ¿staple line not formed¿ - it was noted that the staple line had opened up where any staples deployed? Yes. If so, what were the shape? During procedure they appeared to be b formed staples were the staple formation issues noticed immediate after firing intraoperatively? No. What was done to confirm anastomosis at the conclusion of the primary procedure? Nothing. How long after the initial procedure did the patient present with the signs of a potential leak? A couple of days. How was the leak identified? Unknown. What was observed at the site of the anastomosis during re-op? Staple line appeared to have opened up. Were staples seen with the anastomotic line and if yes, please describe the shape. Unknown. What was done at the re-operation? Restapled with a tx60b and oversewed. What is the current patient status? Doing well. Was the device fully closed prior to firing? Unknown. Any photos or tissue samples that could be returned? No. If yes, please send to productcomplaint1@its.jnj.com. What were the indications for surgery? Unknown. What surgical procedure was performed? Lap colectomy. What device was used to create the common channel? Glc80. What was used to close the common opening? Glc80. Were there any issues experienced with the device in the initial surgical procedure? No. Was the device difficult to fire? No.